Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation of unspecified diagnostic procedure the camera head had freeze and does not show image. There were no reports of patient harm.

Event description:
It was reported that during preparation of unspecified diagnostic procedure the camera head had freeze and does not show image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: wobbling loose coupler and fail water leak test from cable due to tiny pin hole were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.